Event description:
Procedure type: myomectomy. According to the reporter: after removing the myoma, the surgeon attempted to close the incision and found a metal piece around the umbilical port through which the endo catch ii was inserted. The metal piece was retrieved and the procedure was completed. There was no bleeding reported in excess of 500 cc. There was not unanticipated tissue loss. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).